Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. A new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. A new lead was successfully implanted. Additional information from the field indicated this lead was explanted due to loss of capture and high thresholds. No additional patient adverse effects were reported. This lead is expected to be returned to boston scientific for analysis.